Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. The infection appeared to be localized near the pocket, pus was found close to the generator and the whole system was extracted. This patient has a history of getting infection with medical device implant. The patient will be re-evaluated to see if a new system be implanted or not. No additional adverse patient effects were reported. This device and electrode will not return for analysis, the products were kept by the facility to have a better sample of culture testing.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. The infection appeared to be localized near the pocket, pus was found close to the generator and the whole system was extracted. This patient has a history of getting infection with medical device implant. The patient will be re-evaluated to see if a new system be implanted or not. No additional adverse patient effects were reported. This device and electrode will not return for analysis, the products were kept by the facility to have a better sample of culture testing.